Event description:
It was reported by the customer that clinical engineering believes that many of the reported rate issues are practice issues that could be resolved with proper IV set loading. Additionally, clinical engineering reported that when air-in-line failures are reported, testing finds no fault with the ail assembly. This was reported to bd representatives during their site visit. There was no information patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had user error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that clinical engineering believes that many of the reported rate issues are practice issues that could be resolved with proper IV set loading. Additionally, clinical engineering reported that when air-in-line failures are reported, testing finds no fault with the ail assembly. This was reported to bd representatives during their site visit. There was no information patient involvement.